Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)the cs300 intra-aortic balloon pump (iabp) no patient status available alarms in logs. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact information: (B)(6). Occupation: biomedical engineer. It was being reported that during a routine check the cs300 intra aortic balloon pump (iabp) had an issue regarding the "no patient status available alarms". When a getinge field service engineer (fse) had evaluated the unit than the fse had confirmed that there are traces of white saline on main pcb assembly and it's need to be replaced "d670-00-0788" - pcb,iabp main board as per customer request and performed full pm unit returned to clinical use . There was no involvement of the patient.